Manufacturer narrative:
Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be confirmed since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this patient with a 25mm 3300tfx aortic valve, implanted for 4 years 9 months, was explanted for critical aortic stenosis. The patient presented with premature valve failure most likely due to an indolent endocarditis. During explant, there was severe calcification of the leaflets with several areas of debris consistent with old endocarditis. A 27mm 3300tfx aortic valve was implanted with no complications. Tee confirmed the valve was seated well. The patient was discharged home in good condition on pod #6. The valve was sent to the hospital microbiology dept. Which showed no growth, fungal elements or organisms.

Manufacturer narrative:
Reference CAPA-20-00141.